Event description:
Unomedical reference number (B)(4). Event occurred in the united states . The patient's mother reported that her (B)(6)-year-old daughter faced a bent cannula due to which she experienced high blood glucose level. Therefore, she tried to treat it with a bolus via the pump, but on (B)(6) 2021, the patient went to the emergency room and stayed there for five hours. Subsequently, she was admitted to the (B)(6) hospital due to high blood glucose level. Her highest blood glucose level was 525 mg/dl and had high ketone levels which her healthcare professional assessed it as dangerous/life threatening. Moreover, the infusion set had been used for three days. During hospitalization, she received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2021 (next day), the patient was released from the hospital with no permanent damage. Moreover, on (B)(6) 2021, the patient faced a bent cannula and symptoms/issue was noticed three hours after insertion. Therefore, her blood glucose level was 380 mg/dl at the time event. The infusion set had been used for four hours. Further, they replaced infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states . The patient's mother reported that her (B)(6) year-old daughter faced a bent cannula due to which she experienced high blood glucose level. Therefore, she tried to treat it with a bolus via the pump, but on (B)(6) 2021, the patient went to the emergency room and stayed there for five hours. Subsequently, she was admitted to the (B)(6) hospital due to high blood glucose level. Her highest blood glucose level was 525 mg/dl and had high ketone levels which her healthcare professional assessed it as dangerous/life threatening. Moreover, the infusion set had been used for three days. During hospitalization, she received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2021 (next day), the patient was released from the hospital with no permanent damage. Moreover, on (B)(6) 2021, the patient faced a bent cannula and symptoms/issue was noticed three hours after insertion. Therefore, her blood glucose level was 380 mg/dl at the time event. The infusion set had been used for four hours. Further, they replaced infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.